Manufacturer narrative:
An outside of the united states (ous) customer contacted the customer care center (ccc) regarding an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result obtained for one (1) patient sample on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported that an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result was obtained on one (1) patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician and was not questioned. A second sample from the same patient was processed on an alternate atellica ch 930 analyzer. A lower result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated a1c_e result.